Event description:
Surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 90% stenosed 3.0x10mm target lesion located in the proximal circumflex (cx) artery. Treatment consisted of pre dilation with an unspecified 2.79x15mm balloon inflated to 10 atmosphere's (atm's) and the placement of a 3.0x12mm taxus express2 stent deployed at 12 atm's resulting in 0% residual stenosis and timi 3 flow. The patient was discharged 3 days later on bayaspirin and panaldine. No angina was confirmed at the 1,6 & 9 month follow up visits. On day 261, angiography revealed in stent restenosis. A 1500u of heparin was administered. On day 265 reintervention treated the 90% restenosed 3.0x10mm target lesion located in the proximal cx with angioplasty resulting in 0% residual stenosis. A 7000u of heparin was administered. The patient was discharged 8 days later. Per the physician, the event relation to the study device was listed as definitively. No angina was confirmed at the 1 year follow up visits.

Manufacturer narrative:
As the unit has not been returned, the complainant investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.